Event description:
The reporter observed the device would not power on in pt use.

Manufacturer narrative:
The reporter observed the device would not power on. Upon internal physical inspection the reporter observed that high voltage diode, cr1, on the power conversion pcb assembly had a broken lead. The reporter replaced the assembly and observed proper device operation. The device was returned to use.